Event description:
During an in clinic follow up, an alert for capacitor charge time out was noted on the device. Technical support was contacted and noted the remaining longevity was suspected to be low due to the high voltage charges. The device was explanted and replaced to resolve the event. The patient was stable.